Event description:
Boston scientific crm received information that the patient that was implanted with this implantable cardioverter defibrillator (ICD) reported having a heart transplant approximately four years ago. The patient reported that at that time, their device did not "go off" when they went into ventricular tachycardia, and that the device was defective. The patient reported that by the time they got to the hospital, their heart had gone back into normal rhythm.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.